Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device replacement, it was noted that this right ventricular (rv) lead was kinked, and wire was exposed. Hence, the physician opted to surgically abandon the lead due to impending failure and implanted new lead. No additional adverse patient effects were reported.